Event description:
An elderly patient underwent renal biopsy and cryoablation, under conscious sedation. The patient had baseline atrial fibrillation, with a heart rate between 70 - 110 bpm. During the procedure, the patient had a run of ventricular tachycardia, a 10-beat run. Following the procedure was successfully completed, and the patient was transferred to the cardiovascular unit in stable condition for recovery. In the cardiovascular unit, the patient began to have issues and his condition deteriorated. The patient was transferred to the emergency department for treatment, and subsequently expired. Manufacturer response for cryosurgical unit, cryocare (per site reporter): manufacturer is investigating the event. Suggested filing the report with the FDA.